Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distributor. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that the instrument bedside unit went into medium priority alarm during non-clinical use. The bedside unit was diagnosed to have a low backup battery voltage. The backup battery was replaced. At the time of this report, no further information has been provided.